Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the tabletop illuminator is not working. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system, but it did not indicate replicating the reported event. The illuminator module and the auxiliary illuminator kit were replaced. The system was then tested and met all product specifications. The system was manufactured on july 20, 2009. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator and the lamp were returned for evaluation. A visual assessment of the returned samples showed no obvious nonconformities. Functional tests were performed and the illuminator was found to not recognize any illuminator probes and port 2 output was slightly below specifications. The tabletop illuminator and a lamp were found to be nonconforming. However, how or when they became nonconforming could not be determined. The root cause can be attributed to nonconforming pcb illuminator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The company service representative examined the system, but it did not indicate replicating the reported event. The illuminator module and the auxiliary illuminator kit were replaced. The system was then tested and met all product specifications. The system was manufactured on july 20, 2009. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).